Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence due to a leak in one connector proximal of the pump with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient recovered following the procedure.